Event description:
During an office visit high impedance with low output current was observed upon interrogation. There was no trauma to device or reason to suspect the patient caused the high impedance. The patient was then referred for surgery to replace the vns system. Replacement surgery later occurred where the lead and generator were replaced. Historically the explanting facility does not return explanted products and discards products as biohazard waster. Therefore product return and analysis are not expected to occur.